Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Feedback received. The safety valve is leaking 58 liter per minute. Informed customer that the safety valve have to be replaced. There was no adequate supplied pressure while performing the o2 valve offset calibration and there was a supplied pressure while performing the mushroom valve cal. This is the reason for the failures. The customer was contacted for updates.

Event description:
The customer reported alarm 389 no o2 dosing possible is active on this unit. The safety valve is leaking 58 liter per minute. At this time, patient involvement is unknown.